Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
(Reference reg report: 3006705815-2019-03343). It was reported the patient experienced a change in pain relief on (B)(6) 2019. In turn, while visiting the physician, imaging was ordered and confirmed the leads had migrated. Patient denies any falls or trauma. Surgical intervention was undertaken on (B)(6) 2019, wherein both leads were explanted and replaced. The scs system was reprogrammed with adequate coverage of pain areas. Postoperatively, the patient has effective therapy and is stable.